Event description:
It was reported that a sector 35khz neuro sterile tip broke during surgery. The tip was in contact with the brain of the patient as it broke. The patient wasn't injured. There was a 15 minute delay while they changed the tip.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.